Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the described customer issue could be reproduced. The pressure transducer printed circuit board (pcb) was found faulty and was replaced. It was not returned for investigation. Evaluations of the device logs could confirm the reported issue "expiratory minute volume low". The evaluations also showed alarms for "paw high", "peep low" and "respiratory rate high". The last pre-use check (puc) before the event, performed on 2020-04-09, was successful and the puc performed after the event failed. The puc failed in the "pressure transducer test", "internal leakage test" and the "flow transducer test". Further evaluations of the internal event log show that the ventilator was used for ventilation at least from (B)(6) 2020. Some clinical alarms were generated during the ventilation for expiratory minute volume, high airway pressure, peep low and respiratory rate high. On the given date of event and the last 30 minutes, before the ventilator was set to standby frequent alarms for high airway pressure were generated. The high airway pressure alarm is generated when the upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. This can be experienced as no gas flow is delivered. A defect pressure transducer pcb may lead to a false measured pressure and a pressure that deviates from the set pressure parameters. If the measured pressure exceeds the user set alarm limit, this failure will be noticed by the user by generated high priority alarms and the safety valve will open. If present, the fault will be detected during pre-use check. Since the replaced part was not received for investigation the root cause cannot be determined.

Event description:
It was reported that the ventilator had low tidal volume issues during patient treatment. There was no patient harm. (B)(4).